Event description:
It was reported that customer experienced recurring cartridge alarm 20 with pump that had also shown alarms with consecutive cartridges, although issue did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support confirmed warranty status and shipping details, provided instructions for storage mode and pump return process, and arranged shipment of replacement pump with guidance to reenter pump settings and reconnect continuous glucose monitor on replacement device.